Event description:
The facility reports the resident appears to have gotten into the bath and turned on the bath fill hot tap (without the plug in), resulting in her feet and bottom being scalded. There was no one else present at the time of the event, so information is vague and based on assumption rather than fact. The resident was taken to the hospital and is still receiving treatment for her injuries.